Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6)2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient's father to use the smart device's bluetooth settings to forget the transmitter, then remove and re-install the application, relinquish and re-enter the transmitter ID, then pair the devices and the connection was restored. No additional patient or event information is available.